Event description:
It was reported that the customer experienced a blood glucose (bg) level of 385mg/dl and a high level of ketones identified as dangerous by healthcare provider. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date, however customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.